Event description:
It was reported via repair work order that the side rail could not be locked in the up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.